Event description:
No osseointegration, patient is smoker, local infection / subacute chronic osteitis - sinusitis - at time of surgery, no thread tap used, primary stability was achieved, implant was completely covered by bone, pain, mobility. Patient has menieres disease.